Event description:
Dental office advised the burs are breaking at the head when the doctor applies any pressure. No pt injuries reported.

Manufacturer narrative:
MFR eval summary - the product referenced in the complaint is a carbide surgical bur. The customer did not return any broken product for eval, noting that all broken product had been discarded. The burs returned were in unopened packages identified as lot number kf1za. Lot kf1za was packaged using lots 538518 and 537193. Prior testing of this item found that a sample of twenty (20) burs from bulk lot 538518 that were selected from inventory were tested for neck strength in accordance with iso 8325:2004. All samples passed with no failures. A second sample of twenty (20) burs was selected from bulk lot 537193 and these were also tested for neck strength in accordance with iso 8325:2004. All samples passed with no failures. The only breakage found was in a third sample of twenty (20) burs from bulk inventory with no identified lot number. Each bur was tested for neck strength in accordance with iso 8325:2004. Nineteen (19) of this set passed with no failures. One (1) bur failed at 27 newtons. The calculated required neck strength was 29.46 newtons. An examination of the failed bur did find voids in the neck weld joint. Product produced with head welds has been tested for neck strength in accordance with iso 8325:2004 with no failures in any of the lots tested. Complaints of bur breakage at the weld have been limited to products with the neck weld. Conclusion: breakage is an isolated occurrence in product with neck welds.